Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient received a line blocked alarm. Initially attempted to resolve the line blocked alarm with the current cassette, alarm persisted. Patient then completed a full supply change to resolve the alarm. Patient resumed insulin successfully. There was no patient injury. Patient details were provided: the patient is not hispanic/latino, white male, 53 years of age, weighing 220 lbs.